Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure using the crosser iq catheter. During the procedure, the catheter tip allegedly detached, but the tip was not severed from the body shaft and remained connected to the core wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.